Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a in.pact pacific with a 5fr introducer sheath and non-medtronic 0.018" guidewire during treatment of a soft neointimal hypertrophy inside a stent in the patient's superficial femoral artery (sfa). The IFU was followed and the device was prepped without issue. Negative prep was performed. Predilation was carried out using another pta balloon. It was reported that a balloon twist occurred. The balloon was used for instent restenosis revascularization. The red tube on the balloon was used to assist entry into the sheath. No resistance was encountered when advancing the device. Upon inflation they noticed that the balloon did not expand normally, it looked like it was twisted under fluoroscopy. A rewrap issue was not noted nor a rewrap tool used. They removed it from the patient without any issue and could clearly see it was kinked and wrinkled. When it was outside the body they however were able to inflate it. Angio completed satisfactorily. No patient injury reported. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
It is reported the physician was concerned that the patient did not receive the correct dose of paclitaxel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. The information reported on the luer of the device (lot. 0008968311) is consistent with the information in the received complaint form. A visual and a tactile inspection was carried out on the returned device: no device issues were found. A 0.018¿ guidewire was successfully advanced though the catheter. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, as no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: some wrinkles were visible at 40mm from the proximal marker. No change in profile. - 4 bars: some wrinkles are still slightly visible at 4mm from the proximal marker. No change in profile. - 7 bars: wrinkles were no longer visible. No change in profile. No guidewire lumen twist noted. - 14 bars: no guidewire lumen twist was noted. After the inflation test, the balloon was successfully deflated. If information is provided in the future, a supplemental report will be issued.